Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #'s: 2916596-2021-03981, 2916596-2021-03984, 2916596-2021-04294. It was reported that the patient presented to the emergency department on (B)(6) 2021 with expressive aphasia and right sided weakness. A computed tomography (CT) scan of the patient's head showed small early ischemic changes in the subcortical left frontal lobe. Computed tomographic perfusion showed no core infract and a large penumbra in the left middle cerebral artery distribution. A computed tomography angiography was taken with occlusion of the left cervical internal carotid artery post mechanical thrombectomy. While the patient was receiving the CT scan, a yellow wrench and "connect power" alarm were noted on the patient's controller. Both lights were flashing near the black and white power cables. The system controller was "chirping". Upon inspection, the patient's battery clips were found to be wet. The patient's clips were exchanged which stopped the alarms. Review of the patient's log files showed a series of no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events recorded in the log history, and the mechanical circulatory support (mcs) equipment was operating as intended. Throughout the patient's stay in the hospital they were connected to the power module. While connected to the power module, the system monitor was not receiving any data. The patient was switched to a different power module and monitor, however this continued to happen. This issue was thought to be caused by the patient's white power cable. A controller exchange was planned to take place at a later date. Review of the patient's log files showed a low power advisory on (B)(6) 2021 at 5:18 am and another on 7:41 am due to normal battery depletion. On (B)(6) 2021 at 4:45 am there was an alert to the patient's room for an unknown alarm. Upon entry of the patient's room there was no number in the pi display. All other numbers were intact. Upon interrogation it was discovered that the patient experienced a pump off and low flow event. The patient's log files recorded a transient intentional pump stop event which caused the low flows and pump stop for approximately 2-3 seconds. The pump stop command had been momentarily enabled on the system monitor.

Manufacturer narrative:
Section d4: serial number requested but was not provided. Manufacturer's investigation conclusion: the reported event of a communication issue was unable to be confirmed. The heartmate system monitor was not returned for analysis; however, log files were submitted for review. Log files a7130929 and a7130934 contained the same events. A review of the submitted log files showed overlapping events spanning approximately 13 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). There were no other notable alarms active in the log files pertaining to this event. It was stated that the system monitor was not receiving data from the controller. The monitor and power module were changed and the problem persisted. Multiple good faith efforts were made requesting if the pump stop button on the system monitor was pressed, if the system monitor will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event